Manufacturer narrative:
(B)(4). Four samples were returned for evaluation. Evaluation of the samples confirmed that the clampex connector was detached from the solution bag in each of the units. The clampex valve was also broken. The root cause of the problem could not be determined. A batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot. This MDR is being submitted as part of baxter renal's retrospective review & remediation project. This report is being filed late to fulfill baxter's commitment to perform a two year retrospective review of renal complaints in response to (B)(4).

Event description:
A care giver reported to that the connector falls off on an accusol product during use. There was no reported patient injury or medical intervention.